Manufacturer narrative:
Follow-up #1; date of submission: 04/05/2017. The device has been returned and evaluated by product analysis on 03/15/2017 with the following findings. During investigation, the intermittent sound was duplicated during investigation. The audible reading was unable to be noted. The pump was opened and there was a crack in the solder joint found on the piezo contact pads.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (intermittent sound) issue. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no indication that the product caused or contributed to an adverse event.